Manufacturer narrative:
(B)(4). The reporter has declined to provide allergan further information regarding event, product, and patient details. The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient experienced implant blockage in the anterior chamber in the unknown eye against the xen®45 gts. Treatment is noted as diamox 500mg q12h and performed iridotomy. Event noted as resolved with sequelae. The device remains implanted.